Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 2.1. Date: (B)(6) 2011, inratio: 3.5, 2.3, 3.6, 3.7. Patient's therapeutic range: 2.5-3.5 inr. On (B)(6) 2011, doctor ordered patient to be given a lovenox shot due to low inratio inr result. Patient retested again on (B)(6) 2011 after 24 hours of lovenox shot.